Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise and an insulation abrasion was suspected. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.